Event description:
Rec'd info that an 840 ventilator graphical user interface (gui) keyboard was inoperable. Device was not being used on a pt when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui keyboard. Device passed extended self-testing.

Manufacturer narrative:
(B)(4).